Manufacturer narrative:
The following updates were made for follow up report 1: - patient identifiers included, - implant date and description, - pre-implant tests, post-implant tests, and device analysis summary, - device traceability information, - implant date, - device returned to manufacturer, - device evaluated by manufacturer, - device manufacture date, - (B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to a linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including hernia repair and linx device implant on (B)(6) 2016. -patient had linx device removed due to ongoing gerd symptoms on (B)(6) 2017. -directly following the device removal, a replacement linx device (model: lxm15, lot number: 12058) was implanted.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to a linx device explant. The linx device was used as part of the anti-reflux procedure. Patient had linx device (size 16 bead) removed due to ongoing gerd symptoms. Directly following the device removal, a replacement linx device (model: lxm15, lot number: 12058) was implanted. Multiple requests have been made to the center for additional information.